Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer performed the displacement test and it passed. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and no delivery tests due to motor error alarm. However, the insulin pump passed the currents test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.